Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03228. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system along with a watchman® access system were used. The closure device was deployed, but was not positioned correctly, so a partial recapture was attempted, but there was difficulty. The physician used force and eventually fully recaptured the device. Once the delivery system was removed from the patient, it was noticed that one of the anchors was bent and it had perforated the delivery system. The closure device and delivery system was fully contained in the access system upon removal from the patient. Additionally, the physician noted that the hemostasis valve on the delivery system was difficult to close. Although the physician turned it properly to close, it was still loose. The physician used another delivery system to successfully complete the procedure. There were no patient complications and the patient was stable.